Event description:
It was reported that this implantable cardioverter defibrillator was exhibiting noise and oversensing on its right atrial (ra) channel. Technical services was consulted and confirmed it was noisy signals and not true atrial fibrillation. They recommended interrogation of the ra lead; however, the health care professional indicated that it is not possible to perform testing on the patient. This product remains in service and no adverse patient effects were reported. Additional information confirmed that continued patient monitoring is the planned course of action.

Event description:
It was reported that this implantable cardioverter defibrillator was exhibiting noise and oversensing on its right atrial (ra) channel. Technical services was consulted and confirmed it was noisy signals and not true atrial fibrillation. They recommended interrogation of the ra lead; however, the health care professional indicated that it is not possible to perform testing on the patient. This product remains in service and no adverse patient effects were reported.